Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after lead implant procedure. During examination of lead, it was noted that there was non-capture on the right ventricular (rv) lead. Chest x-ray revealed rv lead dislodgement. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.